Manufacturer narrative:
Sections with additional information as of 28-jan-2021: h10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
(B)(4). Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 381, 328, 332, 321 and 525 mg/dl. The customer¿s expected fasting blood glucose test result is below 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 418 mg/dl and 532 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2021 and test strips were opened 10 days ago. The meter memory was reviewed for previous test result history: (B)(6).